Event description:
Hcp reported pt presented in 2004 with new or different sensory complaints or paresthesias at the thoracic level. An MRI was performed which showed a granuloma. The catheter was removed. The pt is reported to be "doing better."